Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 150 ohms. Upon review, these impedance measurements were gradually increasing. The patient was going to visit the clinic for further troubleshooting. It was suspected to be calcification issue. Troubleshooting was performed and there were no signs of lead fracture, however there was high capture thresholds. This rv lead currently remains in service and the plan is to continue monitoring. No adverse patient effects were reported.